Event description:
Customer reports to have received a no delivery alarm and was able to resolve issue with infusion set change. Customer's blood glucose was 194 mg/dl. Customer was advised to call at time of alarm in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.